Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter would not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the issue first occurred on an unspecified date 3 months prior to the alert date of (B)(6) 2017. The patient manages their diabetes with unspecified dosages of insulin and metformin and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that a couple of days after the alleged product issue occurred they developed symptoms of ¿headache, shaking, dizzy and tired¿. In response to these symptoms, 2 months prior to the alert date, the patient visited the emergency room (e.r). The patient had their blood glucose measured at this time and a result in the ¿400¿s mg/dl¿ was obtained on an e.r meter. The patient was subsequently provided with insulin from a healthcare professional. No further treatment was documented at this time. At the time of troubleshooting the cca noted that the meter would not turn on. The patient was not using the product for the first time and there was no misuse of the product. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.